Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. : stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had detached from the delivery system and it was damaged with stent struts stretched. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon appeared to have been previously inflated with dried blood evident inside balloon. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2016. It was reported that crossing difficulties were encountered.   The target lesion was located in the right coronary artery. A 2.50 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed using with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment and stent damage.